Event description:
A report was received that when the doctor grafted flixene, it weeped and that he had to wait for an hour for it to stop.

Manufacturer narrative:
A review of the device history records could not be performed as we have been unsuccessful in obtaining any product code or lot specific information on this event. Product complaints were reviewed for the past three years and there have been no similar complaints to date pertaining to the description of event. A follow-up report will be submitted if we obtain any additional information that would impact this report.